Event description:
It was reported, that stent damage occurred. The 80% stenosed, target lesion was located in the moderately tortuous. And moderately calcified left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced, but failed to cross the lesion. However, it was noticed, that the device was damaged. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed, no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge. And the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube, found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found, no issues along the shaft polymer extrusion. No other issues were identified, during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.5x20mm maverick balloon, a 2.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noticed that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient was stable.